Manufacturer narrative:
A steris service technician was on-site after the reported incident and found the parts were able to eject from steris equipment because a protective cover was inappropriately removed from the mount. The harmony 500 light is manufactured with a protective cover over the spring loaded parts to prevent parts from ejecting from the equipment. The steris cover labeling states, "do not remove, no user serviceable parts". The steris cover was removed by a third party during the installation of video equipment at the user facility. The steris service technician repaired the equipment, placing the harmony light back in use. The technician recommended the user facility replace the missing safety cover and advised them of the safety hazard created by removing the protective cover. The harmony light is not under steris service contract and is currently maintained and serviced by the user facility. No further issues have been reported with the equipment since the reported event.

Event description:
The user facility reported that a spring retaining screw on the arm of a harmony 500 light broke during a patient procedure causing a spring loaded part to eject from the light mount. The patient procedure was completed successfully and no injuries were reported to the patient or hospital staff.

Event description:
Caller states the back of the battery cover and the battery door on the aviva system has melted. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This malfunction was caused by a third party when they removed the protective cover from the harmony 500 mount to install video equipment. The protective cover is clearly labeled "do not remove, no user serviceable parts".